Event description:
Customer reported high blood glucose values and called to test the insulin pump. During troubleshooting, customer found that the drive support disk is flush. The blood glucose reading was 311 mg/dl. Customer treated with manual injection. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.